Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference report: 16267487-2014-23226. It was reported the patient did not receive effective stimulation with her scs system. It was also reported the patient has not used her system in 2 years. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 and her system was explanted.